Event description:
Journey ii bcs retro study; subject: (B)(6). It was reported that patient had an infection tka left for which a revision surgery was required.

Manufacturer narrative:
The associated journey ii bcs femoral oxinium, journey ii bcs articular insert and journey tibial baseplate were not returned for evaluation. Therefore the product analysis could not be performed. However, device details were provided. Thus, the review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Products were sterilized according to sterilization release documentation from quality control. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that all information to date has been reviewed for inclusion in the medical assessment with the exception of a cd reportedly containing radiographic images. However, the cd was provided in an unreadable format. Therefore, an evaluation of the images could not be rendered. No further medical assessment is warranted based on the information provided. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Manufacturer narrative:
Updated results of investigation: the associated journey ii bcs femoral oxinium, journey ii bcs articular insert and journey tibial baseplate were not returned for evaluation. Therefore the product analysis could not be performed. However, device details were provided. Thus, the review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Products were sterilized according to sterilization release documentation from quality control. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that the provided images were reviewed and do not indicate a source of the reported infection which occurred 24 months post implant. At 24 months, this is considered, a late-onset prosthetic joint infection, and is usually caused by the hematogenous spread of microorganisms and not due to contamination or failure of the device. The root cause of the identified ¿staphylococcus epidermidis¿ bacterial infection cannot be concluded. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.